Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported the patient presented in the hospital for an implant procedure. During the implant of the right atrial lead, a stable lead position could not be found. Another lead was used to complete the procedure. The patient was in stable condition.